Manufacturer narrative:
The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient was standing in her hospital room when she heard the freedom driver stop; therefore, she put the call light on and yelled for help. The staff responded and found the patient unresponsive lying on the floor. They switched the patient to the backup freedom driver and she regained consciousness. The patient then reported that the freedom driver had stopped and restarted but an unusual noise and fault alarm was audible. She doesn't remember anything else until she woke up on the floor. The customer also reported that the patient was switched to a companion 2 driver and transferred to the ICU. The heparin infusion was stopped because of the risk of bleeding from hitting her head. Her inr was 1.3. CT scans of the patient's head, neck, face and chest were performed, all of which were negative. The patient has hematomas by her left eye and on her left side and has been receiving pain medicine for these injuries. The patient was transferred back to floor status on (B)(6) 2018 and freedom driver support on (B)(6) 2018.

Manufacturer narrative:
The probable cause of the freedom driver stop was a fractured scotch yoke on the piston cylinder assembly. The location of the fracture indicated that the secondary motor gearbox was in operation when the scotch yoke failed. The scotch yoke fractured as a result of an overloading condition created by interference between the primary and secondary motor/gearboxes. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.